Event description:
Customer reports lancet did not retract into multiclix device after firing, lancet is protruding from device cap. No adverse event reported. Product was discarded, replacement was sent.